Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. A vector breakdown was performed and all vectors show shock impedance greater than 200 ohms, except the rv coil to can vector, which shows the shock impedance within normal range, therefore, it appears to be a proximal coil issue. Boston scientific technical services (ts) advised that if the shock vector is reprogrammed to rv to can, it is best to perform a defibrillation threshold (oft} test to make sure the patient can be converted in the new vector. The rv non-boston scientific lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).